Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead failed to shock and showed increased capture thresholds and decreased sensing. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.